Event description:
It was reported the pt has not been receiving effective therapy from her scs system. The sjm rep attempted reprogramming, however full stimulation coverage could not be achieved along her pain pattern. The pt's provider will administer a steroid injection and prescribe medication to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.